Event description:
It was reported when the device was used during a total gastrectomy, the device fired malformed staples and cut the tissue. The case was completed by oversewing the staple line. There were no consequences to the patient.